Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient could not communicate with the patient programmer or the ins recharger, and that they recharged the ins 9 days ago. Repositioning the antenna did not resolve the issue. The patient was unable to troubleshoot at the time of the call, and they were redirected to their hcp to have them invite a rep to the appointment the patient had scheduled for (B)(6) 2018. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep) reporting that the patient had not charged their spinal cord stimulator and they needed a ¿por¿. It was reported that the patient¿s non-compliance led to the reported issue. A ¿por¿ was done. No other actions were taken. The issue was resolved at the time of the event. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that a cause of the inability to communicate with and charge the ins was that it needed a physician mode reset. A physician mode reset was done and the issue was resolved. No patient complications were reported.